Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant products: item #pm0000279, comprehensice convertible glenoid biomet comprehensice standard taper, lot #237880. Investigation is in process, a supplemental report will be submitted with additional information.

Event description:
It was reported that the psi guide was extremely difficult to reference in the case and there was almost no anterior reference lip on the guide. With the retroverted glenoid the guide kept slipping down the slope. It took probably around 20 minutes, and some measuring with a ruler, for the surgeon to be confident of the position.